Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('pet fibers were found in my uterus') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: patient diagnosed with breast cancer 3 months after removal of essure. Concerning the injuries reported in this case, the following one was reported from social media report : device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up inforfmation incorporated above includes: on 10-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('pet fibers were found in my uterus') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the device expulsion outcome was unknown. The reporter considered device expulsion to be related to essure. The reporter commented: patient diagnosed with breast cancer 3 months after removal of essure. Concerning the injuries reported in this case, the following one/ones was/were reported from social media report: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.